Event description:
It was reported that the right monitor on the 9600+ system displayed lines and would not allow any patient data input. It was also noted that there was no input to the printer. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor failure could not be duplicated. However, identified a loose video cable to the printer. Tightened the cable. Also noted a loose com board and adjusted the gen lock and power supply. The system was tested and found to be working as intended and placed back into service.